Event description:
The technician alleged the nurse call does not operate from either right or left siderail, or the hand pendant. No pt impact.

Manufacturer narrative:
The technician replaced the sidecom board to resolve the issue.